Event description:
Customer reported a failed battery notification and a button error alarm. The customer also attempted a test strip but it would not carry over to the insulin pump. The customer's blood glucose was 185 mg/dl. The customer also reported the insulin pump pulsating while on the phone. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected failed battery test alarm was noted after the battery change. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.